Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 5092-52 lead, implanted: (B)(6)2004. (B)(4).

Event description:
It was reported that the patient called to report stretching too far and was concerned that the lead may have been dislodged. The patient further reports that the patient feels soreness at the pacemaker implant site. The patient mentions walking through a metal detector and getting a shock like feeling and feeling horrible. Follow up attempts were made to the patient'a healthcare provider on record but was unsuccessful at finding the patient's follow up physician. The device and lead remain in use. No further patient complications have been reported as a result of this event.